Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: generalized illness. H6 health effect - clinical code e2402: generalized illness. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch reports mw5163589 & mw5163590) that a patient underwent an unspecified breast surgery with unspecified mentor saline breast prostheses and suffered several unexplained systemic symptoms, including breast implant illness diagnosis, hyperthyroidism, dilated left ventricle of heart, ¿thyroid crisis¿, autoimmune leukopenia, positive ana titer, optic nerve damage, optic neuritis, papilledema, intercranial hypertension, pulsatile tinnitus, ¿massive¿ migraine, swelling, and other unspecified symptoms. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent bilateral explantation with no replacement breast prostheses in 2024. Deflation of one of the breast prostheses was discovered during explant surgery. This medwatch report is for the 1st of the patient¿s two breast prostheses.